Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. Per biomed, based on the event log review, the ivtm system was cooling and warming the patient without any error. The system worked as intended. Therefore, further evaluation of the ivtm system was not required.

Event description:
During patient treatment, the user observed that the thermogard xp ivtm system (sn (B)(4)) was not cooling the patient. No additional information was provided. No known impact or consequence to patient information was provided.